Event description:
A report was received that a patient was having difficulty charging her implant. Trouble shooting performed with an alternative charger emitted the end-of-charge signal within 30 seconds of charging. The ipg was recommended for replacement as it was confirmed to be unable to take a charge. No surgery date has been scheduled at this time.